Manufacturer narrative:
Trend analysis: no trend identified the DHR review could not be performed as it was not possible to read the lot number on the returned product. The humeral head and the ball taper could not be disassembled. Event summary: it was reported that after placing the expansion cone into the ball taper and pushing in with cone pusher, it was very difficult to move the ball taper within the bottom of the head. Therefore, the surgeon was unable to set correct orientation of humeral head. The surgery was delayed by 15 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: - visual examination: the humeral head, ball taper and the expansion cone were returned for investigation. The visual examination shows that the ball taper was already inserted into the humeral head and the expansion cone is placed into the ball taper. It is not possible to freely move the ball taper in the humeral head. No damages or deformations can be seen on the devices. Review of product documentation: -the compatibility check was performed from surgical technique "anatomical shoulder system" and showed that the product combination was approved by zimmer biomet. - the surgical technique "anatomical shoulder system" describes the correct assembling between humeral head, ball taper, expansion cone and set screw. On page 14 it is described that the expansion cone is fixed into the ball-taper component using the insertion rod, without causing any spreading. Conclusion summary: the investigation showed that the ball taper could not be freely moved in the humeral head. Therefore, the surgeon was not able to set the humeral head in the correct position. The surgical technique describes that the expansion cone is fixed into the ball-taper component using the insertion rod, without causing any spreading. It is possible that the expansion cone was fixed into the ball taper not according to surgical technique. The implants at that stage should be loosely assembled and freely to be moved. However, an exact root cause could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that an anatomical shoulder, ball taper for humeral stem was tried to be implanted on (B)(6) 2016. It was also reported: "surgeon placed ball taper in 50/21 humeral head. After placing expansion cone in ball taper and pushing in with cone pusher, it was very difficult to move the ball taper within the bottom of the head. After determining that he would not be able to set correct orientation of head, surgeon decided it was best to open a new head and start over. Since we needed a new ball taper, another stem was opened to obtain that, but original stem that was open was used. The new ball taper was placed in newhead and moved with head with no problems and case proceeded without issue after." The surgery was delayed for 15 minutes and was completed with another device. Additional information has been requested and is currently not available.